Manufacturer narrative:
D4, h4: lot number is unknown; therefore, the manufacture date and expiration date are unknown. Device evaluated by MFR.: the device returned to boston scientific consisted of a jetstream sc atherectomy catheter. A returned unknown guidewire was also returned stuck in the device. The device was visually and microscopically examined for any shaft damage. Visual and microscopic examination showed buckling/kink located 1cm from the tip and severe drive coil shaft damage located approximately 11.5 cm and 27 cm from the tip. The guidewire was stuck in the device and sticking out of the pod 144.5 cm. The tip of the guidewire was not protruding out of the tip. The device could not be functionally tested due to the severe shaft damage. The device was x-rayed to confirm the reason for the guidewire sticking issue. It was noticed that the coils of the guidewire were extremely damaged in multiple areas matching up with the catheter shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint for a guidewire sticking issue was confirmed, due to the extreme damage on the shaft.

Event description:
It was reported that the guidewire became entrapped in the catheter. The target lesion was located in the tibial artery below the knee. A 1.6mm jetstream sc atherectomy catheter was selected for an atherectomy procedure to treat peripheral arterial disease. During the second pass in the procedure, the motor button stopped working, and the non-boston scientific guidewire became entrapped in the jetstream sc atherectomy catheter. It was attempted to manually remove the guidewire, but both the jetstream sc atherectomy catheter and the guidewire had to be removed together. They were not able to be separated outside of the patient either. The procedure was completed using an alternative method, and no patient complications were reported.

Manufacturer narrative:
Lot number is unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that the guidewire became entrapped in the catheter. The target lesion was located in the tibial artery below the knee. A 1.6mm jetstream sc atherectomy catheter was selected for an atherectomy procedure to treat peripheral arterial disease. During the second pass in the procedure, the motor button stopped working and the non-boston scientific guidewire became entrapped in the jetstream catheter. It was attempted to manually remove the guidewire, but both the jetstream catheter and the guidewire had to be removed together. They were not able to be separated outside of the patient either. The procedure was completed using an alternative method and no patient complications were reported.